Event description:
Customer reports via phone that during a urology procedure, the system gave an image intensifier / x-ray tube misalignment, and the system would not fluoro. Staff moved the pt to another room, where procedure was completed without further incident. Customer would not provide any further pt or procedure info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.